Manufacturer narrative:
Date sent: 07/07/2009. Informaiton anticipated, but unavailable at this time.

Event description:
It was reported by the caller that during an unknown case, the tissue pad separated from the device and fell into the patient. The tissue pad was located and removed from patient with no reported patient consequence.